Manufacturer narrative:
The device was returned for analysis and a leak was identified. The reported hub break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported hub break; however, factors that may contribute to hub break include, but are not limited to, supplier processing error and damage to the hub due to over torqueing the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that out of packaging the 3.0x28mm xience proa stent delivery system had a cracked hub. The device was not used and was replaced with a new xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis on the returned device noted a leak from the cracked hub.